Manufacturer narrative:
Reference: (B)(4). Conclusion code updated to include: device not returned, unable to confirm complaint. Reported event was unable to be confirmed due to limited information received from the customer. The device history review was unable to be performed as the lot number of the device involved in the event is unknown. No complaint history review could be performed as lot number is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found in which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following could not be completed with the limited information provided. Patient date of birth/age - ni, patient weight - ni, device product code - ni, expiration date - ni, date implanted - ni, manufacture date ¿ ni.

Event description:
It was reported that a patient underwent a revision due to poly wear.